Manufacturer narrative:
On december 10, 2021, mentor became aware that the devices were discarded. Hence, field h6 for "type of investigation" has been updated to "device discarded" on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right acquired deformity of breast. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant on the left side, and with 275cc mentor memorygel breast implant on the right side, and experienced breast implant rupture on her left side postoperatively diagnosed after physical exam. As a result, the device was explanted on (B)(6) 2021. On (B)(6) 2021, mentor became aware that saline devices were used as replacements on (B)(6) 2021. On november 23, 2021, mentor became aware that patient also experienced bilateral acquired deformity of breasts in addition to left side rupture. This medwatch report is for the patient¿s right-sided device.